Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three piece lens and the lens tore. There was no patient contact or injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.